Event description:
A review of service data detected a reportable event. During servicing of electrode belt sn (B)(4), which was returned for normal maintenance, it was discovered that pins in the electrode belt connector were bent. The last pt to use this electrode belt did not report any problems.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. Upon evaluation, the pins in the electrode belt's trunk cable connector were bent. The cause for the bent pins cannot be positively identified but was likely due to the connector being forced into the monitor while the pins were misaligned. No adverse event resulted from the bent pins. The last pt to sue this electrode belt did not report any problems.